Event description:
The customer reported that the companion 2 driver exhibited "emergency battery error" and "external battery error" alarms while supporting a patient. The patient was subsequently switched to the backup driver. There was no reported adverse patient impact. The customer also reported that after the patient was switched to the backup driver, this companion 2 driver was connected to external wall power and the alarms resolved after 24 hours. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.